Manufacturer narrative:
Correction: b5 h6 component code the reported event could be confirmed, since the device was returned for evaluation and evidences were provided. The device inspection revealed the following: -the screwdriver bit broke at the hexagonal tip. The broken tip of the device was left inside the implant, remained implanted in the patient. -a visual microscopic inspection showed that the device rupture corresponded to a fracture caused by a torsional overload (twisted tip), indicating that the device was subjected to high force during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of a high torsional force that contributed to the reported event. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the hex screwdriver bit tip broke inside patient when inserting the implant. The surgeon was incapable of removing the broken piece of screw driver bit from the implant. This resulted in a 10-15 min surgical delay.

Event description:
It was reported that the hex screwdriver bit tip broke inside patient when inserting the implant. The surgeon was incapable of removing the broken piece of screw driver bit from the implant.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.